Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The vad coordinator reported that the patient expired on (B)(6) 2017 due to hemorrhagic stroke and multi-system organ failure. Per the vad coordinator, these adverse events were caused by bacteremia. Likely sources of the bacteremia were multiple intravascular catheters and devices. It was reported that the patient was also on dialysis and had intravascular catheters that might have been sources of the infection which led to the patient¿s stroke(s). It was reported that the device would not be returned for evaluation. Local infection, driveline or pump pocked infection, and stroke are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the ventricular assist device (vad) coordinator, the patient expired due to hemorrhagic stroke & multi-system organ failure. Per the vad coordinator; caused by bacteremia ¿ likely sources were multiple intravascular catheters and devices. It was reported, the patient was also on dialysis and had intravascular catheters that might have been the sources of the infection which led to the patient¿s stroke(s). No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.